Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The leak was identified while running 5c controls. The volume of the leak was reported as less than 1 ml and the leak was contained. The customer also reported they were getting low vacuum (5 psi) errors. The customer was wearing gloves, goggles and lab coat at the time the leak was identified. There was no report of exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found the differential mixing chamber had a broken fitting at the top of the differential mixing chamber so he replaced the differential mixing chamber to resolve the leak and the low vacuum errors reported. Identification of failure mode: failure mode of the leak was a broken fitting on the top of the differential mixing chamber. No erroneous results were generated. Upon recur; the failure mode is likely to generate erroneous differential results due to improper blood sample and erythrolyse delivery to the differential mixing chamber. Evaluation of labeling: per labeling, beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).